Manufacturer narrative:
Device analysis completed and codes added

Event description:
Per cnf, it was reported that: when the 0.038 guidewire enclosed with the 8fr urinary diversion stent prepared for sj stent replacement was inserted into the 7fr sj stent that had already been implanted inside the patient, resistance was felt and the stent could not be removed. Tried to removed it it as it was, the guide wire was torn. The remaining guidewire in the sj stent that was subsequently shredded and left in the sj stent could be removed, so it was changed to a terumo radifocus guidewire and the procedure of ureteral stenosis dilatation and 8 fr sj stent placement was completed.

Manufacturer narrative:
A review of the device history records of the specimen does not present any indication of manufacturing defect or anomaly that could have impacted on the event as reported. The history records indicate this product was final inspection tested at lake region medical and was determined to be acceptable.

Event description:
Per cnf, it was reported that: when the 0.038 guidewire enclosed with the 8fr urinary diversion stent prepared for sj stent replacement was inserted into the 7fr sj stent that had already been implanted inside the patient, resistance was felt and the stent could not be removed. Tried to removed it as it was, the guide wire was torn. The remaining guidewire in the sj stent that was subsequently shredded and left in the sj stent could be removed, so it was changed to a terumo radifocus guidewire and the procedure of ureteral stenosis dilatation and 8 fr sj stent placement was completed.